Manufacturer narrative:
The pump was received with button error alarm due to moisture damaged on keypad traces. The device had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states their last known blood glucose level was 130mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.